Manufacturer narrative:
Evaluation summary: revision was made due to usage of liner and shell that are incompatible with respect to size.evaluation: no product was returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that the device was implanted in 2006. Approximately one week later, the device was replaced with a different size of liner due to the liner size being smaller than the cup.